Event description:
It was reported from the (B)(6) clinical study that within three days of implant that x-ray and device interrogation indicated the ventricular lead had dislodged. Also the patient was in pain and felt an itch in the breast area. The ventricular lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.